Manufacturer narrative:
Follow-up received on 18-nov-2016: information received via legal claim states that on or about (B)(6) of 2011, plaintiff presented to her physician to discuss her options for permanent contraception. Plaintiff relied on the representations made as to the benefits and risks as relayed by her physician in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2011, she underwent the essure procedure. Sometime after implant of the essure device, plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing migraines, pelvic pain, weight gain and various allergic reactions. On or about (B)(6) 2015, plaintiff saw her physician and underwent a diagnostic laparoscopy and lysis of adhesions. On or about (B)(6) 2015, she underwent a second surgery: total abdominal hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2011 and since insertion she has had bad pelvic pain. Upon gynecologist consultation, it was diagnosed her coils had broken in her tubes and they were removed via hysterectomy. After removal she felt her normal self if not 100 times better. These events (device breakage and pelvic pain) are considered serious due to medical importance and anticipated according to technical analysis and reference safety information. Given nature of events and compatible temporal relationship, causality cannot be excluded. Other non-serious events were reported. This case is regarded as incident since an intervention was performed. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event and quality deficit is excluded. Upon follow up receipt, case became legal. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information identified on 07-jan-2016 from social media (posted by consumer): she had essure placed in 2011 and had nothing but problems with it. In (B)(6) 2015 she had a hysterectomy because she was told it was the only way to remove them and she has felt her normal self if not 100 times better. Follow-up information identified on 07-jan-2016 from social media: no new information. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2011 and since insertion she has had bad pelvic pain. Upon gynecologist consultation, it was diagnosed her coils had broken in her tubes and they were removed via hysterectomy. Afer removal she felt her normal self if not 100 times better. These events (device breakage and pelvic pain) are considered serious due to medical importance and anticipated according to technical analysis and reference safety information. Given nature of events and compatible temporal relationship, causality cannot be excluded. Other non-serious unrelated events were reported. This case is regarded as incident since an intervention was performed. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1661, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported ever since she had essure put, she has had bad pelvic pain, weight gain, bad cycles at times, was told she had ms (multiple sclerosis), fibromyalgia, stuttering, retaining water in legs and feet and major hair loss. Then after her pelvic pain started she went to her gynecologist and found out her coils had broken in her tubes. Since then had her coils removed by having a hysterectomy and all the troubles went away. Follow up received on 10-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2011 and since insertion she has had bad pelvic pain. Upon gynecologist consultation, it was diagnosed her coils had broken in her tubes and they were removed via hysterectomy. These events (device breakage and pelvic pain) are considered serious due to medical importance and anticipated according to technical analysis and reference safety information. Given nature of events and compatible temporal relationship, causality cannot be excluded. Other non-serious unrelated events were reported. This case is regarded as incident since an intervention was performed. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.